Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/29/2013 and 9/10/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 5 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was displaying an 'er5' message. Per the onetouch ultraping owner's booklet, an error 5 message can be due to 'insufficient sample applied or meter/strip issue'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 12:58am. The reporter stated that the patient manages his diabetes with the insulin pump. By 1:10am, the patient tested with the backup meter, onetouch ultramini, and obtained a reading of '78mg/dl' and was immediately given food/drink in response to the result obtained. Eight hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being 'fussy and moody' and symptoms of 'lack of appetite'. On both the (B)(6) 2012, the reporter stated that she decreased the patient's usual dosage of insulin, by .175units of humalog, in response to the symptoms. During troubleshooting, the cca noted that the patient was using the correct testing technique as recommended per the owner's booklet but the reported issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k082590.